Event description:
Rptr c/o: low blood pressure, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances, blood tests indicate possible cancer of bladder, chest/rib cage pain &/or burning sensation, inflammation of breasts and underarms, vitiligo skin disease which can affect eyes, chronic swelling and pain, heat or cold sensitivity of extremities, frequent low grade fever, chronic diarrhea &/or constipation, irritable bowel syndrome, hysterectomy, frequent migraines/severe headaches, hypersensitivity or allergies to chemicals and molds, dust or pollen, connective tissue disease, joint inflammation, swelling, pain/arthralgia, persistent joint stiffness, chronic swollen lymph nodes/lymphadenopathy under arms, chronic unexplained muscle spasms, muscle pain & burning, sun sensitivity, dermatomyositis, vitiligo, fungal rash, non-restorative sleep, chronic fatigue syndrome, long-term extreme fatigue, granulomas or siliconomas, clumsiness/drops things and misjudges distance/runs into objects. Osteoarthritis (94), hypothyroidism (94), interstitial cystis w/hunners ulcers (94).